Event description:
A caller reported experiencing two alarms, alarm 2 and alarm 26. There was no adverse impact to the customer's blood glucose level. To resolve the issues, the customer changed the soft cannula infusion set and cartridge, and then resumed using insulin. Despite the recurrence of occlusion issues, the customer was advised to contact technical support for assistance during such events, and they acknowledged this advice.